Event description:
Procedure type: bypass. According to the reporter: the device cut without stapling. Extended time of surgery doubled. They used another device to resect add'l stomach tissue and complete the case. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).